Event description:
It was reported to philips that the device was unable to charge and discharge, and it was unable to "read the cable", which was later clarified to mean paddles. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.